Manufacturer narrative:
Concomitant medical product: product ID: dtma1d4 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent atrial undersensing on current electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.